Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found that degradation to the optim sheath in one location with no damage noted to the silicone insulation beneath. An external insulation abrasion breaching the optim sheath consistent with friction to the device can was noted in one location with no damage noted to the silicone insulation beneath.

Event description:
This report is to advise of an event observed during analysis.